Event description:
It was reported that during a coronary orbital atherectomy procedure, a type d dissection occurred. The target lesion was located in the left anterior descending (lad) artery. It was 14.0mm in length and 90% stenotic. The physician used an 8fr introducer sheath and an 8fr guide catheter to access the lesion. He completed one run at low speed for 17 seconds and one run at high speed for 15 seconds. Upon completion of atherectomy, a type d dissection was noted. The physician resolved the dissection via balloon angioplasty @16atms for two minutes. He followed-up angioplasty with stent placement at the site of the dissection. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this (B)(4) lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.